Event description:
It was reported that the module had error code 351.6660. No further information was provided.

Manufacturer narrative:
The reported issue that the module had error code 351.6660 was confirmed via device service history review. The tube drivearm identified to be the main cause for the error and was replaced. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 01may2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned twice for service. ¿ (B)(6) 2016 error code 13.1033.149 with logic board replaced along with other incidental repairs. ¿ (B)(6) 2020 error code 351.6660 tube drive was replaced along with other incidental repairs. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Additional information provided: d.11.

Event description:
It was reported that the module had error code 351.6660. No further information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the module had error code 351.6660. No further information was provided.